Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an anomaly in the outer coil approximately 19 centimeters (cm) from the is-1 end which is in the general location of the subclavian region. An x-ray of the lead confirmed a fracture in the outer coil in this area. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms causing a lead safety switch. The patient was brought back in for an evaluation and the system was reprogrammed to unipolar mode. The rv lead remains in service as the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received additional information that right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead body was observed to have been damaged. The rv lead was explanted and replaced. No additional adverse patient effects were reported.